Event description:
A patient had an air embolism while using a guardian device. The physician had delivered a stent and was removing the catheter and wire and experienced an air embolism. Air bubbles formed when the physician injected contrast to check the vessel and the patient coded. The staff was able to revive the patient.